Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with tobramycin injection (1 gm, route, frequency and duration were not reported) and reflin injection (1 gm, route, frequency and duration were not reported) for the event. At the time of this report, the patient has been discharged and was recovering. On an unreported date, the patient's pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.